Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 427 mg/dl and took a 15 unit through manual injection. They did not want to troubleshoot. The customer also reported that the insulin pump received multiple insulin flow blocked alarms. It was unknown if the auto mode was active during the reported event. The device will be returned for analysis.